Event description:
It was reported that the valve on the bottom needed to be replaced. This was discovered during preventative maintenance. No harm reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. The device was received in with the air detector removed from device. The device has an obsolete clear float switch. Disposable alarm triggers at start up. The reported complaint was confirmed as the drain valve was missing from the device. We were unable to determine the root cause as the part was not returned with the device. He mount block assembly was replaced on the air detector. The drain valve, return tube, filter holder assembly and pcb were replaced on the tower. The float switch, fan guard and o-rings were replaced for preventative maintenance. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.